Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: power reset events were observed in the black box to support power loss. The returned battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. A crack along the battery compartment threads was observed. The battery cap threads were observed to be stripped. Product analysis was able to duplicate the power loss complaint. A test cap was used for 24 hours without any reboots. Unrelated to the power issue, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that when changing the battery, the patient noted that the battery cap would not secure to the pump and that the pump reportedly was losing power as a result. The reporter stated that currently, the battery cap was taped and that the patient could not remember when the battery cap was changed but that it was greater than one year since the last battery cap was changed. The user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.